Event description:
The manufacturer's representative reported that during a pump replacement, the pump tubing was improperly primed with 0.199ml instead of the recommended 0.3ml. The patient did not experience any symptoms and no treatment was necessary. The patient recovered without sequela. The drug contained in the patient's pump was lioresal 2000 mcg/ml. Additional information has been requested form the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.